Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 9f input ts was used during a procedure. It is reported that the device was used beyond the expiry date. On (B)(6) 2018 the company was notified through a distributor that provided the product with an expiration date of the (B)(6) 2018 was used in patient surgery. At the moment of the invoice, the hospital become aware that the product was non-conforming -the product was delivered expired.